Manufacturer narrative:
The customer service representative performed an on-site investigation. The service representative evaluated the system and uploaded to the log files. The system operates as intended.

Event description:
The customer reported a save command failed error on the 9900 system. No pt injury was reported.